Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown cable/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an open reduction internal fixation (orif) of sub trochanteric, the surgeon tensioned the cable within specifications and crimped. When surgeon went to release the tension the cable would not come out of the cable tensioner. The cable was cut and another system was opened to complete the procedure. The surgery was delayed for five (5) minutes due to the reported event. The procedure was successfully completed. This report is for one (1) unknown cable. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the complaint device unknown cable wire was returned to cq west chester for investigation. The cable was stuck inside the tensioner. The photographs provided for investigation was reviewed and the cable can be found lodged inside the tensioner. Functional test: the cable could not be disassembled from the device, and it¿s stuck in the collet of cable tensioner. The complaint can be replicated during inspection. Dimensional inspection: complaint relevant dimension could not be measured as the cable got damaged during inspection at supplier site. Document/specification review: this could not be performed as no part number was available. Yes, the complaint condition can be confirmed during physical device investigation. Conclusion: the cable had gotten stuck inside the tensioner and could not be removed. A definitive assignable root cause of this could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.